Manufacturer narrative:
(B)(4). The device was manufactured in 1999. The device was received for evaluation. The device passed electrical and functional testing. A review of the device and service history records showed no abnormalities that could have caused or contributed to the reported event. A review of the device event logs revealed no system errors, anomalies, hardware device failures or increased intra-peritoneal volume events that could have caused or contributed to the reported event. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was placed in hospice care prior to death. The cause of death was unknown. It was not unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the home patient passing away. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Should additional relevant information become available, a supplemental report will be submitted.